Event description:
The technician alleged the side rail is not latching. No pt impact.

Manufacturer narrative:
The technician found the side rail latch bias spring was out of position. The technician reattached and adjusted the side rail latch bias spring to resolve issue.